Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# va0lhey004 implanted: 2014-08-18 explanted: product type lead product ID 97740 lot# serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was an infection of the spinal cord stimulator system. The patient was experiencing drainage from the spinal cord system and went to the emergency room where he was treated with po antibiotics. The drainage had not stopped and the system was explanted. Medications were administered. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported diagnostics for the infection were done on (B)(6) 2014. Results showed drainage and erythema.